Manufacturer narrative:
Exact dates of event are unknown. Article indicated events occurred between march 2014 and july 2015. Per the device instructions for use (IFU), bleeding is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Anemia of unknown origin may be present without an obvious source of bleeding. Since many of these patients are chronically ill, many will have pre-procedural borderline anemia that is exacerbated by fluid administration during the procedure. This, combined with decreased red blood cell production due to the physiologic stress of the surgery and the expected blood loss associated with the procedure, can result in anemia. In this case, the cause of the bleeding is unknown. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Bibliography kim, won-keun, md et al. ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿ catheterization and cardiovascular interventions, 89 (2017), p. E38¿e43, wileyonlinelibrary.com, doi: 10.1002/ccd.26464. Accessed 2-may-2017.

Event description:
As reported by the edwards european affiliate, through a journal article titled, ¿transfemoral aortic valve implantation of edwards sapien 3 without predilatation¿, post valve deployment of the sapien 3 valve via transfemoral approach, ten patients suffered major procedural bleeding. Details of the tavr procedure and the nature of the bleeding were not included in the article. As there are no patient identifiers, this MDR is applicable to all ten patients.

Manufacturer narrative:
Ref. Related manufacture report numbers: complaint (B)(4):mfgr report number 2015691-2017-01505 complaint (B)(4):mfgr report number 2015691-2017-01507 complaint (B)(4):mfgr report number 2015691-2017-01508 complaint (B)(4):mfgr report number 2015691-2017-01509 complaint (B)(4):mfgr report number 2015691-2017-01510 complaint (B)(4):mfgr report number 2015691-2017-01514 complaint (B)(4):mfgr report number 2015691-2017-01515 complaint (B)(4):mfgr report number 2015691-2017-01516.